Manufacturer narrative:
The investigation was completed; the results are summarized below. The root cause identified for this complaint is an alleged infection, which required surgical intervention. The root cause of the patient's alleged infection could not be determined. Ultimately, the root cause of the patient's infection was unable to be determined. Based upon the device history records, sterilization records, and interview with the sales representative the investigation concluded that the root causes of the alleged infection is not likely due to the design, manufacture, and/or sterilization of the components. The following mdrs are related to this case: 3013450937-2023-00269; 3013450937-2023-00270; 3013450937-2023-00272; 3013450937-2023-00273; 3013450937-2023-00274; 3013450937-2023-00275.

Event description:
It was reported that the patient developed an alleged infection. A revision surgery was performed on (B)(6) 2023 during which all existing implants related to the eleos limb salvage system were removed. The patient underwent a prior revision on (B)(6) 2023 to correct an issue where the patient jumped the post of the poly component, part of the prior distal femur reconstruction.

Event description:
This patient had a dfr, and jumped the post of the poly component, which led patient to having a revision on (B)(6), the last time she was in surgery. The patient now has an infection which lead to all existing implants taken out.

Manufacturer narrative:
The investigation in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted (list out each component) 3013450937-2023-00269, 3013450937-2023-00270 , 3013450937-2023-00272, 3013450937-2023-00273, 3013450937-2023-00274, 3013450937-2023-00275.